Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lawyer-filed report (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient experienced pain (left/groin/pelvic), erosion, urinary problems, bowel problems (bloating), recurrence, dyspareunia, vaginal scarring, and other (can't sit/stand). The patient underwent revision of mesh and approximation of vaginal mucosa with wound closure on (B)(6) 2009. The patient underwent left mesh arm excision and right mesh thread removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/23/2017 it was reported that the patient experienced dehiscence following the procedure.